Event description:
It was further reported that the procedure was completed with a different device and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed with a different device and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter. The balloon was tightly folded. There was blood in the wire lumen. The hypotube was completely separated 82cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks throughout the catheter. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.25mm x 12mm maverick²¿ balloon catheter was selected. It was noted that the shaft of the device separated inside an unspecified guide catheter. No patient complications were reported.